Event description:
A cotton holder (mclt30) was returned for service <(>&<)> repair. It was reported that the tag was broken. This was found during preop and there was no patient impact.

Manufacturer narrative:
(B)(4). The returned device was evaluated in service <(>&<)> repair. Missing and defective components were replaced, leveling, sand blasting, and polishing was performed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.